Manufacturer narrative:
No code available - slow flow. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a slow flow event occurred. The target lesion was 90% stenosed and located in the proximal left anterior descending artery (lad). The oad approached the lesion using five passes on low speed, however the device was unable to cross the lesion. Transient slow flow was noted and was treated using a vasodilator. When the oad was removed it became stuck in the lesion, and was able to be removed with no patient consequences noted. The procedure was completed with stent placement and the patient was stable.